Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, with hospice care. The cause of death was diabetes complications and heart failure. The caller stated that the customer had a heart attack two weeks prior to passing and had surgery. The caller stated that the customer's heart was diseased with diabetes and was told that nothing else could be done. The customer came home and liver for four to five days. The caller stated that the customer had high and low blood glucose incidents, on and off. The customer had kidney failure and had a kidney transplant in 1992. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected four to five days prior to passing. The customer did not use sensors. The customer's insulin pump has been given away by the family and is not available for return.